Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The beckman coulter field service engineer (fse) inspected the instrument and adjusted the wash arm and incubation belt/wash wheel alignments. Misalignment of these components would impact vessel washing. The fse also replaced the aspirate probes. System performance indicators suggest a hardware deficiency which was resolved by the field service engineer dispatched onsite. After the service activities were performed, proper system performance was verified and the instrument was returned to the customer. In conclusion, there is sufficient evidence to suggest the cause of the erroneous elevated access pth results is due to a hardware misalignment which was resolved by the fse.

Event description:
The customer reported obtaining non-reproducible elevated intact parathyroid hormone (access intact pth) results for two patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patients' samples on the same access 2 immunoassay system and obtained lower results. The initial results were released from the laboratory. There was no report of injury or change in patient treatment reported in this event. Performance indicators such as calibration and system check have been passing within specifications. Level 1 quality control (qc) recovered erratically out of the customer's ranges on the day of the event. Information on the collection and processing of the patients' samples was not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to evaluate the instrument.